Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the cubie was not in the cabinet. A technical support specialist saw the item was still assigned in cabinet, but no cubie was in drawer to use the item de-assigned the item. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that at bd pyxis¿ medbank mini when issuing medication, the nurse said while taking out some meds but the cubie was not in the cabient 05/00 ciprofloxacin 250mg. There were no adverse events or injuries reported based on this incident.